Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 24128ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 24128ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance in the field using world wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 24128ud00 was identified.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results on a patient. Results provided: on (B)(6) 2021 sid (B)(6) = 513 pg/ml / repeated on (B)(6) 2021 = 257.5 pg/ml, repeated on (B)(6) 2021 another architect = 9.4 pg/ml; on (B)(6) 2021 sid (B)(6)= 5.1 pg/ml, another architect on (B)(6) 2021 = 4.3 / 4.8 pg/ml; on (B)(6) 2021 sid (B)(6) = 5.6 pg/ml, another architect on (B)(6) 2021 = 8.2 pg/ml. Positive cutoff range for females = 15.6 pg/ml, males = 34.2 pg/ml, and overall population = 26.2 pg/ml. No impact to patient management was reported.